Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a 5 cm in diameter ruptured thoracic aortic aneurysm. It was reported that the access vessels were narrow in diameter measuring 6 mm, partially calcified vessels, and progressive arterio sclerosis with fragile blood vessels. During the advancement of the oversized valiant stent graft delivery system the blood vessel was damaged. Therefore, the delivery system was removed from the patient and the proximal side of the damaged vessel was occluded with a balloon, the damaged part of the vessel was repaired. The common iliac artery was cut down and exposed and the physician inserted and successfully advanced the valiant delivery system to the intended landing zone and successfully implanted the stent graft. After stent implantation, the procedure was completed with no adverse events. Per the physician the cause of the event was related to the emergent case and using a 25fr system (8.33mm) in a 6 mm vessel. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.